Event description:
Potential for injury associated with the front rigging actuator motors on a 3gtq-ts power chair allegedly shockling the user's legs when elevating them. No injury or medical intervention alleged.